Manufacturer narrative:
Batch review performed on 08 october 2020: lot 186208: (B)(4) items manufactured and released on 21-nov-2018. Expiration date: 2023-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The tibial tray subsided. Revision surgery planned. Infection test will be done during the revision surgery. More info will be available after the revisions surgery planned on the (B)(6) 2020.

Event description:
Revision surgery performed 1 years and 4 months after the primary surgery for tibial plateau subsidence. The surgery was completed successfully. No infection has been detected after tissue test.

Manufacturer narrative:
On 13-jan-2021 we were informed about revision surgery date and outcome. During follow up preparation we noticed that the date reported in section g3, "date received by manufacturer", was wrong. It has been corrected reporting the correct date when we were informed about this issue.